Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to visually inspect the stent system prior to the procedure and not to use if any defects are noted.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion (99 percent stenosis degree) in a moderately tortuous mid rca. After attempt to deploy the stent, it was not found in patients body. There is a possibility that the orsiro stent was not crimped on the balloon.